Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.